Manufacturer narrative:
H.6. Investigation: bd received 5 samples for investigation, however testing of samples is not the preferred method for this type of investigation. The sps product 364960 batch 0316301 was manufactured on november 25th 2020- nov 28th 2020 on line 5. A review of bioburden, sterility, and environmental routine test records from the time period of october 1st 2020- march 12th 2021 has been performed as those dates bracket the routine sterility dose audits performed before and after batch 0316301 was manufactured. The records reviewed were confirmed to be acceptable against limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for a sterility failure. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Event description:
It was reported when using the bd vacutainer® blood collection tubes for microbiological studies, the device experienced sterility issues (product not sterile), and erroneous results. The sterility event occurred 13 times. Erroneous results: not reported. The following information was provided by the initial reporter. The customer stated: the ucla stem cell lab had a recent increase in positive sterilities using the yellow top sps tubes. During the investigation, the sps tubes were tested for sterility without any manipulation and were found to be positive for bacillus. The samples that are sent for sterility testing using these tubes are sterile critical products so the high number of false positives has caused many problems. The tube lot has been quarantined and we have not had any positive sterilities since.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer¿ blood collection tubes for microbiological studies, the device experienced sterility issues (product not sterile), and erroneous results. The sterility event occurred 13 times. Erroneous results: not reported. The following information was provided by the initial reporter. The customer stated: the (B)(6) stem cell lab had a recent increase in positive sterilities using the yellow top sps tubes. During the investigation, the sps tubes were tested for sterility without any manipulation and were found to be positive for bacillus. The samples that are sent for sterility testing using these tubes are sterile critical products so the high number of false positives has caused many problems. The tube lot has been quarantined and we have not had any positive sterilities since.